Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following response was received: the surgeon and the staff had been trained thoroughly over a few inservice sessions, and I had been in with the surgeon for 6 cases while she had been using the (B)(4). The surgeon had used this device 10 times for this procedure. I was in the first 5 cases, and I was also present in the procedure that this incident happened. The surgeon always waits 15 seconds, and there were no visible issues with the device during this call, although I have noticed the second staple line catching the first as it crosses it. There was no leak test performed as it was a right hemi. There were no issues during firing the product, the issues occurred 7 days post surgery. The staple line was inspected post firing and there were no issues, the tissue was of regular consistency, which is why the surgeon choose a blue cartridge. The surgeon did not treat the patient when they leaked as this occurred on emergency, however feedback was passed that the staple line had completely come apart, which would make it look like a possible case of necrosis. The patient is now in a stable condition. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used to do a right hemi colectomy. Surgeon stapled the bowel together side to side and then fired across the staple line to finish off the anastamosis. Surgeon did this with a blue cartridge and reported that the stapler seemed to catch on the old staple line as it fired through. The patient staple line looked intact; however 7 days after the operation, the patient presented with a leak. This made it look like there may have been ischemia of the tissue. The bowel had completely separated on inspection of the leak source. The surgeon has admitted it may be the device that caused the leak, but the patient was a heavy smoker so it could be due to their poor health. No device will be returning.